Manufacturer narrative:
This report is submitted on december 18, 2020.

Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment. The patient was placed under general anesthesia on (B)(6) 2020, in order to debride the skin, remove overgrown tissue, and change the abutment. The patient was treated with topical antibiotics following the procedure. The implanted device remains.